Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: one photo was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. There is no visible damage on the syringe or its components that could have contributed to the reported failure, and the stopper appears to be properly assembled onto the plunger. A device history review was performed for reported lot# 2007055, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 picture for investigation. Upon visual inspection of the picture received, it can be observed leakage between stopper ribs. The stopper is correctly assembled to the plunger, and no damage, or molding defect can be observed in the syringe components that could cause leakage. Root cause description: since no manufacturing defect can be observed in visual inspection of the picture received and retained samples evaluated meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was mis-aligned, and caused liquid to leak past it when the plunger was pulled. The following information was provided by the initial reporter, translated from (B)(6) to english: "the resuscitation department reported to us on (B)(6) 2020, they observed several times a leak of liquid during the preparation of the syringes of the syringe pushers. When the plunger is pulled, liquid flows along the plunger and then sinks to the ground. These leaks occur when a certain pressure must be exerted on the syringe to fill it with vials of products such as propofol or curares, which is particularly problematic in the current sanitary context. These leaks have occurred several times in the last few days, a priori on the same batch number but unfortunately the devices have not been kept. If the situation recurs, the department must set aside the incriminated syringe." "We see that liquid has passed through the seal."